Event description:
The customer reported that after a completed cycle, a male employee removed the load from the unit and experienced an h202 contact on both thumbs. The employee went to the emergency room where the area was treated with a medicated ointment. The symptoms have now resolved. The vaporizer plate was in place at the time of the incident.

Manufacturer narrative:
This issue has been addressed through correction with a user guide update: based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization.